Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl. The infusion set was changed; however, the bg level did not decrease. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, cold insulin was used to load the cartridge. Tandem technical support advised the contact that per labeling, insulin that is at room temperature should be loaded into the cartridge. Upon follow up, the contact had changed out the infusion set again and the bg was being monitored.